Event description:
It was reported that a patient presented with their atrial lead dislodged. The physician elected to explant and replace the atrial lead. The patient condition was discharged following the procedure.